Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a foreign body inside the sterile packaging.

Manufacturer narrative:
(B)(4). Alleged failure: a black foreign object like rubber was found inside the package the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that there was a foreign body inside the sterile packaging.